Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. A fractured irt piece also identified inside implant. DHR review was completed for the subject lot number 1286709. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286709, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the crown became loose, so a second crown was placed, which also became loose. The doctor then realized that the issue was that the implant was fractured, and this is the second time this has happened. The doctor used an irt, which fractured as well. A trephine was then used, and the trephine also fractured. The site was filled with bone due to the large osseous defect. The doctor confirms in the form that the procedure was not completed. This complaint represents the second time of the implant fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.